Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited out-of-range (oor) pace impedance. The pace impedance had been trending downward. Further evaluation of the lead was discussed with boston scientific technical services (ts). Additional information was requested. No additional information was obtained regarding this event. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the returned lead segments was performed. The proximal segment was severed 9.2 cm from terminal pin. The distal segment was 28.5 cm in length. It appeared 21.3 cm of the lead body was missing; the missing portion was 9.2-30.5 cm from terminal pin. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. An x-ray was performed and showed no fractures. Laboratory testing was unable to reproduce the reported clinical observations.

Event description:
Additional information was received indicating this right ventricular (rv) lead was explanted and replaced. No adverse patient effects were reported. The lead was returned to boston scientific for analysis.